Event description:
Noticed a drop on svc defib impedance. Last measured 50 ohms. Threshold: <20 or >200 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).